Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm, customer was unable to clear the alarm with a set change. Customer's blood glucose was unknown. Customer's blood glucose at time of call was over 600 mg/dl. Customer treated high blood glucose with insulin injection. Customer reported the alarm was resolved by a complete set change. Customer was advised to call when the alarms happens again. Customer will not be returning the device for analysis.